Event description:
Plunger depressed, collagen leaked at hub, 100% needle disengagement. There was no injury to pt or staff. This report is being submitted because injury could occur if event were to recur.